Event description:
Resident was being transferred from bed to recliner chair. When the lift was moved toward the recliner the leg support came off and the resident fell out of the lift and to the floor. Pt sustained an approx 1 inch laceration to the occipital area. Pt was transferred to the ed for further care.